Event description:
A customer reported that their t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump as the device was no longer under warranty.